Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2016.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient initially receiving morphine later rotated to hydromorphone via a catheter during a pre-pump trial. On (B)(6) 2016, the patient's mother contacted the clinic reporting what she believed was csf (cerebrospinal fluid) leaking into the patient's abdominal dressing from a recent port placement in the abdomen. On (B)(6) 2016, spinal fluid was aspirated from the incision. The patient's usual pain was from headaches which worsened, so he was instructed to increase his caffeine intake. Silver antimicrobial dressings were applied to the abdominal incision. On (B)(6) 2016, the patient's mother notified the clinic that fluid began leaking from the lumbar incision and the patient's temperature was elevated. The patient's mother took him to a hospital in (B)(6) where he was diagnosed with meningitis and an infection (gram + cocci) at the catheter site. On (B)(6) 2016, the catheter was removed in the hospital in (B)(6). The patient's mother informed the clinic that they planned to move to (B)(6) where a neurosurgeon was now involved in the patient's case. The reporter was unsure if the patient was returning to their clinic for treatment. The event outcome was "ongoing." The event was related to the implant procedure and not related to the device or therapy. The event resulted in an in-patient hospitalization, an emergency room visit, and an unscheduled clinic or office visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.